Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that he felt thirsty and decided to measure his blood glucose. He observed a blood glucose value of 567 mg/dl. He then bolused 13 units of insulin at his lunch time. At that time, he inspected his infusion system and found that his infusion set headset had "pulled out." He stated that he had replaced his infusion set two days before, at which time he placed the infusion set through applications of "tagaderm" and "mastisol." He stated that he had used this combination of products for approximately one month. He noted that these products should not release until solvent is used to remove them. He stated that he had been exercising and sat in the sauna for 10 minutes in the morning just before his observation that the headset had pulled away from the infusion site on his body. At the time of the call to a company representative, he was preparing to deliver 18 units of insulin by injection to correct his elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.